Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.